Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported by the user facility that a bur broke inside the drill attachment. The user facility was unable to provide any further information.